Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, multiple scratches were observed on the pump display lens, making the display difficult to read. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the complaint, the down arrow and ok keypad buttons were intermittently unresponsive. The keypad cover was intact. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim with multiple scratches on the display lens, making it difficult to read. It was alleged that the screen could not be read in bright light and could only be read indoors. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.